Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for malignant pain, multiple back operations, and failed back syndrome ¿ other. It was reported the patient was charging too often and her battery was not holding a charge. The patient used to recharge every 4 days and now she is recharging every day or every other day. The patient saw a new healthcare provider (hcp) and he said it needed to be checked. The patient reported they were not getting relief from the device, which started about a week ago. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.